Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead and device displayed impedance measurements greater than 125 ohms. The pacing lead impedance had increased. No adverse patient effects were reported.